Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow rate testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused at a faster rate than programmed during therapy in the general patient ward. The pump was programmed to deliver 50 ml of nutritional supplement/tube feed over a 3.5 hour span, it finished infusing in an hour and a half. There was no known patient injury or medical intervention associated with this event. No additional information is available.